Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the last basal delivery was on 12/17/2012 and the total daily dose added up and equaled the programmed basal target. There was a 10 hour power interruption observed on 12/22/2012.the battery compartment and cap were undamaged and the cap was able to fit securely to the pump. The pump reflected 24 units after a 24 hour at 1 unit/hour basal duration test. The pump passed flow accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted animas alleging he had experienced a low blood glucose (bg) of 41mg/dl with shakiness, disorientation, and sweating. The patient reportedly treated the low bg by consuming juice and bread. The patient's bg at the time of the call to animas customer technical support (cts) was reportedly 191mg/dl. Cts reviewed the pump with the patient and found all settings and histories are correct. There was no pump defect found upon troubleshooting. Cts advised the patient that there was nothing to indicate that the pump caused or contributed to the alleged bg excursion, and to monitor his bgs and contact his healthcare provider to discuss the low bg. Although troubleshooting did not find any pump defect, a definite cause for the reported low bg was not identified. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.